Event description:
During a lobectomy procedure, the firing stopped at mid of 2nd firing. There was a sound something like gear broke. Another device was used to complete the case. No patient consequence.